Event description:
The customer reported a failure to discharge during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported a failure to discharge during use. No adverse patient impact was reported. The customer reported that the involved physician thought the shock was "not good enough". It was reported however that this shock did convert the patient to a normal rhythm. The device was evaluated and no cause for this reported symptom was identified. There is no information supporting a malfunction of the device. This issue is consistent with a user error regarding energy delivered.